Event description:
Freestyle libre 14 day sensor with readings not consistent with finger stick glucose readings. Sensor read 83 and finger stick was 50 mg/dl, which was consistent with symptoms of hypoglycemia. Numerous sensor readings are off by -34 to +51 mg/dl. Same lot as sensor #3.